Event description:
Luer/connector separated from tubing on catheter.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specs. Add'l eval of the lot is in process.